Event description:
It was reported that during an arteriovenous (av) shunt stenosis procedure to treat restenosis, a balloon rupture occurred. The 90% stenosed, concentric, target lesion was located in the moderately tortuous, mildly calcified av shunt. A wanda pta balloon dilatation catheter was advanced to the lesion and ruptured at 14 atmospheres. The device was removed and the procedure was completed with another of the same device. There were no pt complications reported and the pt's status is listed as "stable". This product is only ous approved, but it is similar to an approved us device.

Manufacturer narrative:
The complaint device was not returned for analysis; therefore, a failure analysis of the complaint device could not be completed. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).